Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A search in the sap system was performed, to verify the product availability for companion samples at distribution centers (dcs). The entire lot has been sold and distributed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combi set blood leak occurred during a patient¿s hd treatment. The blood leak occurred at the very beginning of treatment ¿ the technician operating the machine had not left the station yet. The technician looked down and noticed small droplets of blood on the machine. The leak was traced to the venous needle sampling port on the combi set. No defects or loose connections were noted at the sampling port. There were no visible cracks found either. There were no alarms from the machine, a fresenius 2008t hd system. It was confirmed there were no changes to the patient¿s blood flow rate (bfr) leading up to the event. Once the source of the leak was identified, the blood pump was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was reportedly available to be sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combi set blood leak occurred during a patient¿s hd treatment. The blood leak occurred at the very beginning of treatment ¿ the technician operating the machine had not left the station yet. The technician looked down and noticed small droplets of blood on the machine. The leak was traced to the venous needle sampling port on the combi set. No defects or loose connections were noted at the sampling port. There were no visible cracks found either. There were no alarms from the machine, a fresenius 2008t hd system. It was confirmed there were no changes to the patient¿s blood flow rate (bfr) leading up to the event. Once the source of the leak was identified, the blood pump was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was reportedly available to be sent back for manufacturer evaluation.